Event description:
According to the reporter, a surgeon in south africa used duraseal in a spinal procedure. The pt developed an infection. The surgeon reported that he may have applied too much duraseal material during the procedure.

Manufacturer narrative:
A physician reported to our distributor that an infection occurred after a spinal surgery in which duraseal was used. The surgeon reported that he may have applied too much duraseal in the procedure. Bench-top testing has shown that duraseal does not support microbial growth.